Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator had flow sensor issue. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had flow sensor issue. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed. The evaluation as mentioned in the service manual passed the evaluation of the batteries and valves are in good condition cabinet and other parts are in good condition.